Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) - 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6) - 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) - 186-01-56 - integrip cc, cluster 56mm,g3. (B)(6) - 190-30-11 - alt ha s clr std sz 11.

Event description:
It was reported that this 60 y/o male patient's right hip became sore. His hip would hurt when trying to walk, legs would not more normally. Surgeon could not initially determine the issue. Scheduled to have revision surgery within 6 months.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.